Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("right essure micro-insert was perforating her uterus/malposition of essure device location of device: essure embedded in the anterior surface of the uterine fundal wall, migration of essure device location of device: essure embedded in the anterior"), abortion spontaneous ("miscarriage at 12-17 weeks gestation."), anembryonic gestation ("blighted ovum/pregnancy was anembryonic and therefore not viable"), genital haemorrhage ("abnormal bleeding") and pregnancy with contraceptive device ("unintended pregnancy") in a 27-year-old female patient who had essure (batch no. 627296) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "didn't undergone essure confirmation test". The patient's past medical history included anemia, chronic kidney disease, headache and migraine. Concomitant products included contraceptives nos. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping)"), menorrhagia ("abnormally heavy menstrual bleeding") and vaginal haemorrhage ("vaginal bleeding"). On (B)(6) 2009, the patient experienced urinary tract infection ("urinary tract infection") and nephrolithiasis ("kidney stones"). On (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2012, the patient experienced uterine perforation (seriousness criteria hospitalization and intervention required) with pelvic pain, abdominal pain lower and abdominal pain. On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant), anembryonic gestation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant) and back pain ("lower back pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with ketorolac tromethamine (toradol), surgery ((B)(6) 2012, laparoscopic surgery to remove the right essure) and surgery (bilateral tubal ligation). Essure treatment was not changed. At the time of the report, the uterine perforation, anembryonic gestation, dysmenorrhoea, back pain and menorrhagia had not resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anembryonic gestation, back pain, dysmenorrhoea, genital haemorrhage, menorrhagia, nephrolithiasis, pregnancy with contraceptive device, urinary tract infection, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: in fall of 2012, she was admitted to the emergency room (ER) for pelvic pain. As a result of her removal of the right essure® micro-insert, she used contraceptive injections, as directed by her doctor, as well as condoms, as a means to prevent any further pregnancies. Accordingly , she was instructed to report so that a dilation and curettage could be performed to remove the blighted ovum. She has not yet had surgery to remove the left essure micro-insert. Consequently, she continues to suffer from the symptoms outlined above. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - in 2012: right essure micro-insert was perforating uterus pregnancy test - in (B)(6) 2014: she was pregnant. On an unspecified date, ultrasound was performed, which confirmed that she was pregnant ultrasound further revealed that her pregnancy was anembryonic and therefore not viable. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received : dob added. Events " abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: urinary tract infection / kidney stones, malposition of essure device location of device: essure embedded in the anterior surface of the uterine fundal wall, migration of essure device location of device: essure embedded in the anterior surface of the uterine fundal wall, tubal ligation, vaginal discharge, unintended pregnancy and miscarriage at 12-17 weeks gestation. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("right essure micro-insert was perforating her uterus/malposition of essure device location of device:essure embedded in the anterior surface of the uterine fundal wall, migration of essure device location of device: essure embedded in the anterior"), abortion spontaneous ("miscarriage at 12-17 weeks gestation."), anembryonic gestation ("blighted ovum/pregnancy was anembryonic and therefore not viable"), genital haemorrhage ("abnormal bleeding") and pregnancy with contraceptive device ("unintended pregnancy") in a 27-year-old female patient who had essure (batch no. 627296) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "didn't undergone essure confirmation test". The patient's medical history included anemia, chronic kidney disease, headache, migraine, flank pain and d & c. Concurrent conditions included kidney pain and abdominal adhesions. Concomitant products included contraceptives. In (B)(6)2008, the patient had essure inserted. On (B)(6)-2008, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping)"), menorrhagia ("abnormally heavy menstrual bleeding") and vaginal haemorrhage ("vaginal bleeding"). On(B)(6)2009, the patient experienced urinary tract infection ("urinary tract infection") and nephrolithiasis ("kidney stones"). On (B)(6)2011, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6)2012, the patient experienced uterine perforation (seriousness criteria hospitalization and intervention required) with pelvic pain, abdominal pain lower and abdominal pain. On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant), anembryonic gestation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant) and back pain ("lower back pain") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with ketorolac tromethamine (toradol) and surgery (B)(6)2012, laparoscopic surgery to remove the right essure and bilateral tubal ligation). Essure was removed on (B)(6)2012. At the time of the report, the uterine perforation, anembryonic gestation, dysmenorrhoea, back pain and menorrhagia had not resolved and the abortion spontaneous, genital haemorrhage, pregnancy with contraceptive device, vaginal haemorrhage, urinary tract infection, nephrolithiasis and vaginal discharge outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anembryonic gestation, back pain, dysmenorrhoea, genital haemorrhage, menorrhagia, nephrolithiasis, pregnancy with contraceptive device, urinary tract infection, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: in fall of 2012, she was admitted to the emergency room (ER) for pelvic pain. As a result of her removal of the right essure® micro-insert, she used contraceptive injections, as directed by her doctor, as well as condoms, as a means to prevent any further pregnancies. Accordingly , she was instructed to report so that a dilation and curettage could be performed to remove the blighted ovum. She has not yet had surgery to remove the left essure micro-insert. Consequently, she continues to suffer from the symptoms outlined above. Dicrepancy noted in essure insertion date -(B)(6)2008 and (B)(6)2008. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - in 2012: results: right essure micro-insert was perforating uterus. Pregnancy test - in (B)(6)2014: results: she was pregnant. Diagnostic results: on (B)(6)2008, operation: hysteroscopic essure sterilization, at this point, the right ostia was identified and then the essure was then deployed through the catheter site of the hysteroscope placed in the right ostia it had been deployed and approximately five to six coils were visualized. The same procedure was performed on the left ostia where the essure was placed through the catheter site, through the hysteroscope and placed in the left ostia where it had been identified and at this time, approximately sixteen coils were identified and visualized in the uterine cavity after deployment. She tolerated well. On an unspecified date, ultrasound was performed, which confirmed that she was pregnant ultrasound further revealed that her pregnancy was anembryonic and therefore not viable. She has cat scans from 2007, 2009 and currently, all showing right hydronephrosis, maybe some minimal calcification, but no obvious obstructive roughly some stones. She has had pain since last night, she was writhing with pain, and her urine showed +4 bacteria. This was on a voided specimen and showed +5 to 10 red cells. On (B)(6)2010, CT-abdomen, pelvis wo, impression: 1. Continued the right-sided mild hydro nephrosis and hydro ureter ureter without demonstrable calculus and unchanged since previous examination, 2. Small nono obstructing calculus in lower half of the left kidney. 3. Essures probably within proximal fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: back pain, pelvic pain, uterine perforation, pregnancy with contraceptive device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("the right essure micro-insert was perforating her uterus") and blighted ovum ("blighted ovum/pregnancy was anembryonic and therefore not viable") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Concomitant products included contraceptives nos. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria hospitalization and intervention required) with pelvic pain, abdominal pain lower and abdominal pain, blighted ovum (seriousness criterion medically significant), dysmenorrhoea ("abnormally severe menstrual pain"), back pain ("lower back pain") and menorrhagia ("abnormally heavy menstrual bleeding"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery ((B)(6) 2012, laparoscopic surgery to remove the right essure) and surgery (bilateral tubal ligation). Essure treatment was not changed. At the time of the report, the uterine perforation, blighted ovum, dysmenorrhoea, back pain and menorrhagia had not resolved. The pregnancy outcome was not reported. The reporter considered back pain, blighted ovum, dysmenorrhoea, menorrhagia and uterine perforation to be related to essure. The reporter commented: in (B)(6) 2012, she was admitted to the emergency room (ER) for pelvic pain. As a result of her removal of the right essure® micro-insert, she used contraceptive injections, as directed by her doctor, as well as condoms, as a means to prevent any further pregnancies. Accordingly , she was instructed to report so that a dilation and curettage could be performed to remove the blighted ovum. She has not yet had surgery to remove the left essure micro-insert. Consequently, she continues to suffer from the symptoms outlined above. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - in 2012: right essure micro-insert was perforating uterus pregnancy test - in (B)(6) 2014: she was pregnant. On an unspecified date, ultrasound was performed, which confirmed that she was pregnant ultrasound further revealed that her pregnancy was anembryonic and therefore not viable. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.